Manufacturer narrative:
Additional information : upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. Meropenem was ongoing for 15 days, then was discontinued. On an unreported date, pd therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient was recovered from the event and hemodialysis was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and the patient was treated with vancomycin injection (1g, intravenous, frequency and duration not reported), oral fluconazole (200mg, twice a day, duration not reported) and meropenem injection (1g, intravenous, duration and frequency not reported) for peritonitis. At the time of this report, patient outcome was unknown. Action with pd therapy was not reported. No additional information was available.